Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an MRI last week and says the device was not working as well. The patient was feeling the stimulation in the vaginal area. The patient also mentioned that they had been under stress, so maybe that was the problem. The rep told the patient to turn the device off for an hour and then back on to make sure stim wasn't too high. It was unknown whether the issue was resolved at the time of the report. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H.6. Codes updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the symptom control was not up to the patients expectations when asked to clarify device was not working. When asked if the cause was determined to be emi exposure form the MRI the manufacture representative replied with no. They were planning on meeting with the patient for programming on (B)(6) 2021. Additional information was received from the patient. They reported that they feel that they were doing really well and was not experiencing urgency or changing pad frequently with the most recent ins. However, probably around (B)(6), this changed. Patient states when they had to turn stimulator off for the MRI's, mentioned in related call or the surgery, it doesn't seem to be working as well. Patient states with the current program they are on, they get up like 4-5 times a night with a pad. Patient states they have tried increasing stimulation, but it has not really helped. Patient states if they go too high it effects their right toes. Patient stated they have tried programs 1, 2 and 5 at this point. After communicating withhandset/communicator, patient states they are on program 6 at 2.7volts. Patient services reviewed possibilities of increasing if it's comfortable and stimulation is in the bike seat area, or program change. Patient reviewed doctor has given the ok to switch programs. Patient services also reviewed following up with doctor. Patient will continue to monitor symptoms after program change. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.